Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin pump does not deliver insulin. Caller reported experiencing blood glucose reading of 560 mg/dl and was admitted to the hospital; she was treated with insulin and "physiological solution" by drip. Requested return of the alleged device for evaluation.

Event description:
The patient was admitted to the emergency room on (B)(6) 2016 and was released on (B)(6) 2016.